Manufacturer narrative:
Patient age, weight, ethnicity and race: unknown/ not provided. Serial number: unknown/not provided. UDI #: unknown, as the serial number of the device was not provided. Expiration date: unknown, as the serial number of the device was not provided. Device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: phaco specialist observed the cases and settings adjustments to reduce energy and increase irrigation flow have already been made. In addition a better irrigation sleeve fit and possible additional settings adjustments have been suggested. Manufacturing record review: the manufacturing record could not be reviewed since the serial number was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a minor wound burn after sculpt setting of phacoemulsification. A suture was placed to ensure that the wound did not leak as the tissue at the edge of the incision was slightly hazed. No additional information was provided. This report is for patient 1 of 3.